Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. Analysis was performed at the philips authorized repair facility. The results of the analysis indicate there is no speaker sound at start up test. Failed manual power on test. Touch inop due to corrosion on flex cable. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. The issue was resolved by replacing the speaker and the product was returned to the customer.

Event description:
Philips received a complaint on a mx40 1.4 ghz smart hopping indicating that the speaker had malfunction. The customer confirmed there was no sound. The device was not in use on a patient at the time of event, there was no adverse event reported.